Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the issue was verified and isolated to software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the ht70 ventilator screen froze. Patient involvement information was not provided by the customer.